Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose with ketones on (B)(6) 2018 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 522 mg/dl at the time of the call. The customer was getting insulin flow blocked alarms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a high on the morning of the day of the incident due to a cannula that had come out of the customer's body. The insulin pump will be returned for analysis.